Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device showed the defib impedance was variable over the duration of the record ranging from 53 - 104 ohms.

Event description:
It was reported the lead trending showed a large fluctuation in impedances over 80 weeks. The technical consultant indicated this much fluctuation was not expected and the cause could not be determined. The lead remains in use. No patient complications were reported as a result of this event.